Manufacturer narrative:
The technician isolated the issue to a worn tooth ring on the right brake caster. He replaced the right head brake caster to repair the bed.

Event description:
Info received indicates the brake will set but the right head brake caster continues to swivel.